Manufacturer narrative:
Correction manufacturing name - cryolife, inc. A review of the available information was performed. Per the initial report, while in a meeting with the surgeon, he stated that during a ¿recent cervical discectomy surgi-flo was used to gain haemostasis. A few drops of bg were then applied to seal a small csf leak¿. The surgeon found a ¿clot¿ or amalgam which was removed relatively easily using a surgical hook. It was suggested to the surgeon by the sales rep that the clot or amalgam was caused by the mixture of surgi-flo and blood, and then the bioglue bonded to it. The surgeon stated that the clot had been investigated and it did not contain any blood. The nature of the investigation, including any laboratory testing to determine the contents of the ¿clot¿ is unknown. The sales rep saw the photograph, in which he concluded the clot clearly showed a distinct red color suggestive of blood. After reviewing the pictures, the ¿clot¿ is estimated to be 1 ½ cm long by ¾ cm wide with a reddish-brown color. The surgeon did not state that the amalgam was caused or contained bioglue. If true that only ¿a few¿ drops of bioglue was used, the clot is too large to be solely the result of bioglue. The surgeon mentioned that the clot did not contain any blood, but he did not clarify what it did consist of. The results of the surgeon¿s investigation are unknown; along with where the clot was found, where bioglue was applied initially, and information surrounding the circumstances of the bioglue application (surgical field wetness and priming). Based on the available information and photos provided, a definitive cause cannot be determined. However, the gross appearance of the ¿clot¿ is consistent with bioglue admixed with blood and possible other components. Bioglue adherence to a surgi-flo/blood mixture remains a possibility. No further action required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, during a recent cervical discectomy surgi-flo was used to gain haemostasis. A few drops of bg were then applied to seal a small csf leak. Subsequently the surgeon found a "clot" or amalgam which required removal. This was achieved relatively easily using a surgical hook.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, during a recent cervical discectomy surgi-flo was used to gain haemostasis. A few drops of bg were then applied to seal a small csf leak. Subsequently the surgeon found a "clot" or amalgam which required removal - this was achieved relatively easily using a surgical hook.